Manufacturer narrative:
No unexpected failed battery test alarms, blank display, low battery or off no power anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. Unable to prime during the prime test due to moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer declined to troubleshoot and wants pump to be replaced. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. Customer declined troubleshooting for blank display.